Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg: the device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wayne pneumothorax catheter dislodged following its placement in a 71-year-old female patient. On the day of admission, the patient was treated for pneumonia-related pleural effusion with placement of a wayne pneumothorax catheter using x-ray fluoroscopy. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. On the same day, the patient experienced unintentional chest tube dislodgement. The device was removed and replaced with new one. The patient was discharged from the hospital on day 59.

Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that wayne pneumothorax catheter (rpn and lot# unknown) dislodged. The device was required for a 71-year-old female patient with a history of arrhythmia, cardiomyopathy, coronary artery disease, heart failure, valve disease, recent admission for pneumonia and mssa bacteremia, and was on anticoagulation medication. On the day of admission (day 0), the patient was treated for pneumonia-related pleural effusion with placement of a wayne pneumothorax catheter using x-ray fluoroscopy. X-ray imaging confirmed successful placement in the desired location and the initiation of drainage was successfully achieved. Later that day, the patient experienced unintentional chest tube dislodgement. As a result, the device was removed and replaced. The patient was discharged from the hospital on day 59. No other adverse events were reported. Reviews of documentation including quality control procedures, manufacturing instructions, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the follow information to the use related to the reported failure mode: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ evidence gathered upon review of the dmr and product labeling does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, cook has concluded unintended use error as a possible cause for this event. The instructions for use contain instructions for the proper securement of the device; however, it is unknown how the device was secured to the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.